Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient had a ventricular tachycardia (vt) and had to be externally rescued. Device interrogation revealed fault codes (fc) 1004 and 1007. The caller stated that the system had been checked a few weeks ago and all measurements looked to be in range and stable. A boston scientific technical services consultant explained to the caller that the device and the right ventricular (rv) lead should be explanted as the codes are for a shorted shocking lead and a device charge time out. The caller stated that this patient is in hospice care and the device will not be replaced. Additional details were received confirming device replacement was performed. The rv lead remains in service and was tested with the new device and normal test results were produced. The physician did not perform a defibrillation threshold (dft) test as the patient was not in a position to tolerate the test. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6)2017. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.